Event description:
The customer complained of receiving motor error alarms on the insulin pump. Troubleshooting was performed and the insulin pump passed the displacement, prime and self tests. The customer stated the battery life in the insulin pump was very poor. The customer also reported receiving bad battery alarms when inserting numerous batteries into the insulin pump. The customer called back after her initial call to report that she had been hospitalized with symptoms of diabetic ketoacidosis. The customer reported she had received no delivery alarms during the priming of the insulin pump. It was found that the customer was using expired infusion sets.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.